Event description:
It was reported that during a da vinci-assisted esophagectomy (non-transthoracic transcervical) surgical procedure, there was a cable defect. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The reported issue with the instrument could not be replicated nor confirmed. Visual inspection found no damage to the cables at the distal end of the instrument. No damage was found to the conductor wire. The instrument passed the electrical continuity test. No damage to the snake wrist cable. Additional observation not reported by site was that the instrument was found to have a grip ring screw dislodged. The grip ring screw was found attached to the magnet inside the housing. As a result of the grip ring screw being dislodged the grip ring was dislodged. The instrument was found to have the grip open ring dislodged at the proximal end. The set screw became dislodged from the grip ring, causing the grip ring to shift, furthermore affecting the operation of the instrument¿s jaws. The jaws would not open during in-house testing. The instrument exhibited imprecise motion during gripping and un-gripping. The instrument passed the recognition and engagement tests. The jaws failed to open during testing. The instrument was returned with missing integrated cord.